Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code b15: the imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. A portion of the deployed distal trunk appears to not be fully expanded. The flow divider markers (one long and one short) confirm the distal trunk is where the device is not fully expanded. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. When deploying the proximal part of the trunk-ipsilateral leg, the trunk part was not fully expanded though the proximal end was. The contralateral leg hole was also not fully opened and it was difficult to cannulate it. To fully expand the device, the physician deployed the ipsilateral leg first and then, a balloon catheter was inserted into the trunk part. When the balloon catheter passed the incomplete deployment part, the device was fully expanded. Ballooning was performed just in case. The contralateral leg hole was also fully opened and the cannulation was successfully done. All the planned devices were placed without any further problems. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician commented as follows: when deploying the trunk-ipsilateral leg, no resistance was felt and the device manipulation was done as usual.